Event description:
It was later reported that additional symptoms included lethargy and increased spasticity. There were no problems with the patient¿s therapy and the therapy was effective.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was later reported that per the healthcare facility ¿there is no current issue with this patient¿.

Event description:
It was later reported that there were no problems; the patient was treated for the uti and was sent home.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2013 for some issues unrelated to the device system or therapy; however, the healthcare provider (hcp) noticed the patient had more posturing, some vomiting, a urinary tract infection (uti), and neurological symptoms including seizure, decreased responsiveness from baseline, pupil changes, and questionable respiratory suppression. The hcp performed an electroencephalogram (eeg) to rule out the neurological symptoms. The hcp also wanted to check the pump. The pump was last refilled 1 month prior to the report. No audible alarms were coming from the pump. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).